Manufacturer narrative:
The analysis of the computer of the viewing station of the imaging system was completed by medtronic personnel. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the viewing computer was replaced due to an issue with the digital visual interface (dvi) outlet. Replacing the computer resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has been received by the manufacturer for evaluation however the results are not available yet.

Event description:
A medtronic representative reported that while outside of procedure, the monitor on the mobile view station (mvs) of the imaging system displayed black and representative was unable to get any projection however, the image acquisition system (ias) was functioning normally. There was no patient present at the time of the issue.